Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edward belgium affiliate, during a tavr procedure with a 26mm sapien 3 ultra valve, the valve 'jumped' aortic due to a loss of pacing capture. The patient underwent a successful valve in valve procedure. The patient was fine post procedure.

Manufacturer narrative:
Imagery was provided by the site and revealed the following: screenshots of the first valve provided showed the valve was implemented too aortic and the final outcome provided showed a second valve implanted. The area derived annular diameter and annular areas were 28.9 mm and 655.7 mm2, respectively, which indicates that the 26mm thv selection would lead to thv under sizing. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for malpositioned thv was confirmed based on procedural imagery. As reported, 'during procedure, loss of pacing capture occurred and then, valve jumped and was implanted too aortic.' Per IFU, valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. During procedure, rapid pacing is performed to provide transient reduced cardiac output to facilitate balloon stability during valve deployment. Per the training manual, loss of capture during rapid pacing can cause sudden delivery system movement during deployment. In this case, the loss of pacing capture could have disrupted the balloon stability during valve deployment, leading to aortic thv malposition. Additionally, review of provided imagery confirmed that patient's annular dimensions fell within a 29mm thv sizing range of 540 to 683 mm2. Therefore, the possibility of an under sized thv contributing to aortic valve jump cannot be ruled out at this time (an under sized thv could increase the risk of dislodgement due to suboptimal contact (anchoring forces) against target site upon balloon inflation/ds retrieval). As such, available information suggests that valve procedural factors (loss of pacing capture, under sized thv) contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.